Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking form the port near the drip chamber of a blood administration at the onset of a transfusion. The tubing was replaced and the transfusion completed without incident; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from a blood administration set was confirmed. Visual inspection, functional and pressure testing confirmed leaking at the rubber piston of the smartsite port. Visual inspection under a magnification revealed a nick and permanent puncture hole in the piston. The damage to the smartsite piston is most likely due to a needle or similar sharp object puncturing the piston, resulting in permanent damage in the piston material.